Manufacturer narrative:
Analysis received the unit with corrosion found on the motor home switch. Also, the battery cap coin slot was stripped. There was no damage found on the electronic assembly and no blank display noted. However, all currents are in specification. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call the insulin pump has a blank display. The customer's blood glucose was 140 mg/dl at the time of incident. The customer's mother stated there are cracks on the insulin pump and the battery cap can not be removed. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.